Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested, however, none is expected. (B)(4).

Event description:
An ophthalmologist reported intraocular lenses have glistening problems. Additional information has been requested, however, none is expected.